Event description:
It was reported that there was iodine leakage noted from the connection of a minicap transfer set (female connector) and cap. This occurred during use of the devices for peritoneal dialysis therapy. There were no damage noted on the transfer set and the connection was properly tightened. The transfer set would be replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3/d10 therapy date: this issue occurred from (B)(6). 2022. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification observed damage in multiple locations on the female connector (dark blue). Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with a laboratory mini cap connected to the female connector and a leak was observed. The reported condition was verified. The damage on the female connector was determined to be the cause of the leak. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.